Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report#1627487-2016-04797. It was reported the patients' stimulation changed several days after implant. X-rays revealed lead migration. As a result, surgical intervention was undertaken as the next course of action to address the issue. Reportedly, the leads were revised on (B)(6) 2016 which resolved the issue.